Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications.

Event description:
In 2009, the patient was treated for an aneurysm in the descending thoracic aorta with gore tag thoracic endoprosthesis. The first device was placed without incident, but there was difficulty advancing and manipulating the catheter for the second device, and also in removing the gore tri-lobe balloon catheter, due to aortic tortuosity near the renal arteries. There was also thrombus along the entire length of the thoracic aorta. Immediately after the procedure, the patient's heart rate dropped, and he experienced multiple embolisms. Sometime later the patient also experienced renal failure and then a myocardial infarction. At about three days later, the patient expired from another myocardial infarction.